Event description:
Dealer states the inside of the handle on the seat has a crack in it. There is no report of an injury. Please note that if any further information or evaluation becomes available, a supplemental report will be filed.